Manufacturer narrative:
Device evaluated by manufacturer. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes.¿ failure to comply with these instructions will result in the resistance encountered and the premature detachment of the arms of the coil and pusher wire. (B)(4).

Event description:
It was reported that coil protrusion occurred. The target lesion was unknown. A .035 interlocking detachable coil was selected for an embolization treatment procedure. During the procedure, it was noted that the coil jammed in the catheter. The coil detached as the physician was trying to pull it out. The device was still felt to be stuck in the catheter. It was further noted that the tip of the coil was protruding out the distal end of the catheter while it was being removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.